Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the device failed a test step during testing. The device's sensor board and oxygen blending module board needs to be replaced to address the issue.